Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received with no audio tones due to broken black wire of the piezo transduce. The pump was received with no vibrate due to broken black wire at the vibrator motor. Pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was neither vibrating nor beeping. The customer¿s blood glucose level was unknown. The insulin pump was not letting customer know that she was out of insulin. The customer states they are not having trouble hearing the beeps. The customer reported that the insulin pump was did not beeped during self test. The insulin pump will be returned for analysis.